Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. There was no reported device malfunction associated with the sgc. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient thrombosis and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the thrombus that was observed during use with the steerable guiding catheter requiring treatment with medication. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After the steerable guiding catheter (sgc) was advanced into the left atrium (la), thrombus was seen on the sgc via echocardiogram. It was noted that heparin had been administered several times before the sgc was inserted (10.000 ie total) and the activated clotting time (act) was in the range of 318. The procedure was aborted due to the thrombus in the la. After removal of the sgc, no thrombus was visualized in the anatomy. No clips were implanted and the mr remained at 4. Heparin was administered for treatment of the thrombus and the patient was confirmed to be clinically stable post-procedure; however, additional hospitalization was needed. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guiding catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.